Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/ batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: an analysis of 635 consecutive laparoscopic hysterectomy patients in a tertiary referral hospital. Author(s): seda yuksel, gonca coban serbetcioglu, songul alemdaroglu, selcuk yetkinel, gulsen dogan durdag, erhan simsek, husnu celik, citation: journal of gynecology obstetrics and human reproduction 49 (2020) 101645; doi: http://dx.doi.org/10.1016/j.jogoh.2019.101645. This retrospective observational study aimed to analyse the properties of laparoscopic hysterectomy cases that are performed for benign indications and also endometrial cancer indications. Operation time, postoperative complication rate, blood transfusion need, and hospitalization time are compared according to benign and malign indications and also body mass index of the patients. Between sep 2012 and dec 2017, 635 female patients (mean±sd age of 52.4±9.6 years; mean±sd bmi of 30.1±6.5 [for 528 patients]) underwent laparoscopic hysterectomy for benign indications and endometrial cancer indications. In the procedure, harmonic scalpel (ethicon) was used during dissection of vaginal cuff. Braided vicryl suture with intracorporeal, figure of eight technique was used for vaginal cuff suturing. Intraoperative complication included lower urinary tract injury (n=0.4%). Postoperative complication included vaginal cuff bleeding (n=8) necessitating blood transfusion; vaginal cuff dehiscence (n=1); postoperative fever (n=6); ureterovaginal fistula (n=1); and postoperative pain/idiopathic (n=3). In this study group, braided sutures and figure of eight technique were used, in total 3 or 4 stiches were used in vaginal cuff suturing. The reason for low incidence of vaginal cuff dehiscence in this group may be related to vigorous vaginal lavage before operation, not to use monopolar cautery in vaginal cuff incision, suturing technique, and strict coital prohibition after surgery. In conclusion, laparoscopic approach for hysterectomy operations in high bmi patients and endometrial cancer patients seem to be safe in terms of postoperative complication and bleeding that necessitate transfusion."